Event description:
During preparation for a multiple graft coronary artery bypass graft surgery, the first heartstring seal cracked during preparation for the first graft. A replacement device was used but the seal did not unravel completely. For the 2nd graft, the seal did not unravel completely during removal. Both seal were removed without damaging the anastomosis. No pt complications were reported.